Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00224.

Event description:
It was reported that two pedicle screws disassembled during final tightening within surgery. They were removed and replaced with an alternative screw to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
UDI: (B)(4). The returned screw was examined. The screw components were found to have disassembled due to deformation on the swivel rings, which was caused when the screw was locked into position and then unlocked and repositioned during the procedure. A review of the manufacturing records did not identify any issues which would have contributed to this event.